Event description:
It was further stated that the patient met with a company representative. The device was still periodically shutting off. The patient would check the stimulator with the programmer and it would show the device was off and he would have to turn it back on. It was stated that the patient's wheelchair was powered. Electrode impedances showed electrode 14 was greater than 3,600 ohms. The patient was not programmed on electrode 14. The company representative was to advise the patient to keep a log of when the device shuts off. The software card was also requested. The patients status was stated to be alive with no injury.

Event description:
It was further reported that the issue was still on-going. There was still no "rhyme or reason" to the stimulator sporadically shutting off. The patient could be bending one way or another and it would shut off. The patient also stated it could go off when he was asleep, as he left it on 24/7. The last reporgramming 3-4 months ago did not make a difference. The patients stated his physician told him that they would have to do something. The patient had another upcoming appointment on (B)(6) 2014 and requested a representative be present; the patient was redirected back to his physician to coordinate this. Additional information about the final outcome was requested, if received a follow up report will be sent.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) began ¿turning itself off sporadically¿ starting ¿a couple months¿ prior to report. It was further reported that after the patient was no longer feeling stimulation he would sync his patient programmer and would ¿find the ins was off.¿ it was noted that this occurred both during the day and the night. The patient reported an incident where he was ¿in his wheelchair outside and went inside and noticed.¿ it was noted the patient received a cochlear implant a week prior to report and that the ¿ins issue was happening prior to that.¿ the patient was redirected to their health care provider (hcp). Eleven days after initial report, the patient reported he was still having concerns and had not sought further help. A supplemental report will be submitted if additional information is received.

Event description:
It was further reported that the patient was seen and a pmr was done. It was unknown if it resolved the problem due to the fact that it shut off at random times according to the patient. The patient had a follow up appointment the next month with his physician. If additional information is obtained, a follow up report will be sent.

Event description:
It was further reported that as of (B)(6) 2016, the stimulator was still shutting off on its own.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that therapy was still shutting off by itself; this had been happening more often. The patient stated it could happen to him anywhere and that there was no pattern to what could be causing it. The patient had an upcoming appointment on 2014 (B)(6). Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that a company representative met with the patient to have a short physician mode recharge (pmr) done. The outcome was not reported. Additional information about outcome was requested, if received, a follow up report will be sent.